Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 15-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc. It was reported that since replacement of the implantable neurostimulator (ins) on (B)(6) 2018, the patient's normal low back pain was a 10 out of 10. Before the replacement, that back pain was 4 out of 10. Per the consumer, the increase in pain could be related to post-surgical discomfort. Per the consumer, they used the stimulator 24/7, but the clinician programmer showed usage of 32% in the last 30 days and 42% since the last session. The consumer had only tried group a since the last meeting, but would try group b and group c after to check if those settings worked any better at relieving their pain. Impedance checks were normal. Resolution was not yet confirmed. No surgical intervention was planned at the time of the report. On (B)(6) 2018, additional information was received from a manufacturer representative (rep) clarifying the previous report stating that there was no known device issue other than the discrepancy between what the patient reported their usage was (24/7 use) to that of what the clinician programmer indicated (32% usage). They reported that impedances were checked and were normal. It was indicated that the provided information had been confirmed with the physician. Additional information was received on (B)(6) 2018, reporting that the patient was complaining of an ¿electric shock¿ at the lead-site. This sensation went away when the stimulator was turned off. It was reported that the ¿shocking¿ at the lead site was sporadic and just started on (B)(6) 2018. It was suggested that they speak with their physician if they felt it was a medical emergency. The rep offered to interrogate their stimulator on (B)(6) 2018, but they declined. The rep stated that they scheduled to meet the patient on tuesday (B)(6) 2018. It was indicated that the doctor¿s office had been notified. No further complications were reported/anticipated.